Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent audio output.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Patient's wife claimed that patient experienced seizure on (B)(6) 2014 and required medical intervention. Patient's cgm measured 21. Patient stated that patient experienced no audio output 2 weeks after getting receiver, but patient refused to call dexcom technical support. Patient was advised to call immediately next time anything happens. No further medical intervention was required.